Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this system was explanted due to an unknown product performance issue. Explanted system was replaced with new bsc device and bsc leads.

Manufacturer narrative:
During the visual inspection it was noted that 50 cm distal to the is-1 connector pin the insulation was abraded through. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Further damages like the cuts into the insulation 11 cm distal to the is-1 connector pin most likely occurred during the extraction procedure. The manufacturing processes were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.